Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and claimed that cgm values were going up and down from the 40s to 247s.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.